Event description:
Event description guidant received information that this recently implanted implantable cardioverter defibrillator (ICD) exhibited reproducible noise on both rate/sense and shock electrograms. Occasional pacing inhibition was noted.